Manufacturer narrative:
No product or additional information could be obtained from the end user therefore, an investigation could not be conducted.

Event description:
A complaint was received regarding cp medical umbilical tape. Umbilical tape product type and lot number was unknown. According to (B)(6), the spokesperson from this complaint, the umbilical tape was left inside a patient therefore causing an infection to occur.